Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: analysis of the returned device identified the weight the device within specification, wear abrasion, crease fold and deformation. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side ¿preventative replacements¿. Healthcare professional later reported capsular contracture, baker grade iii. The device has been explanted.